Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient could not locate her scs ipg when attempting to charge. X-ray was taken and showed the ipg had flipped inside the pocket. Additional information identified surgical intervention was taken to repositioned the patient's scs ipg. The patient is reportedly now able to communicate and charge the ipg.